Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus calibration was disturbed; the stylus was calibrated and was then found to be working appropriately. No other anomalies were found. Updated software and the programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus calibration was disturbed. The programmer was returned to service. There was no patient involvement.